Event description:
An implanted stent was defective. The information received stated that upon following a heart attack, the stent was implanted in 2001. In 2002, a stress test and cardiac imaging showed that the implanted stent was reportedly defective according to their cardiologist. 32 days later, the patient was admitted to the hospital that resulted in an unsuccessful attempt to "clear or repair" the stent. The last e-mail stated that 19 days later, the patient was scheduled for open heart by-pass surgery. No further e-mails were received after april 3, 2002 from the patient and the patient outcome is unknown.